Event description:
Boston scientific received information that this device was returned with no allegations. Upon initial analysis an out of specification condition was identified. Detailed analysis will be conducted. No adverse patient effects were reported.

Manufacturer narrative:
Upon detailed analysis this investigation will be updated.